Event description:
Suction canister in room was cracked and so was discarded by staff. While attempting to replace the canister, various staff members tried unsuccessfully with two different suction canisters to get them to work. It was noted that the suction in the wall was working and the valve checked out o.k., but after doing much troubleshooting, still could not get either canister to work. Notice posted for staff to check to assure that after replacing, the new canisters work.